Manufacturer narrative:
H.6. Investigation summary bd received one catheter adapter assembly attached to miscellaneous tubing connectors. Four photographs were also submitted which displayed similarities to that of the returned unit. Through the visual inspection of the adapter, damage was revealed which is a potential cause of leakage. Further investigation showed damage on the inside of the luer. A leakage test was performed where compressed air was connected to the end of the adapter. The unit was then submerged in water to determine if leakage is present. Leakage was not observed with our testing. Although leakage was not confirmed, the damage observed may have had an impact with the defect. The damage that was observed on the inside luer was determined to be manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: saline leaked from the connection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: saline leaked from the connection.